Event description:
Patient arrived from outside hospital. When connected to ventilator the ventilator delivered breaths but had an alarm that read "gs500 internal failure." Patient was manually ventilated until new ventilator was put into place.